Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged power cord was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the power cord was replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged power cord. There was no patient involvement. No additional information is available.